Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. The patient experienced symptoms of a stomachache and was vomiting. The blood glucose result was above 600 mg/dl when arriving at the hospital. The patient was treated with insulin administration "nph" every 8 hours, stayed on a drop, and received omeprazole for stomach pain. The patient was expected to be released from the hospital on (B)(6) 2020.